Event description:
It was reported by the clinician that the spring wire guide (swg) kinked while trying to run the dilator over the wire. Upon removal, the swg unraveled. There were no patient complications reported.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.